Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ¿cross connection¿ test the power voltage comes out of the wrong port and the unit had multiple error code 213. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification. The investigation found the steering relay board is defective and the flex ladder cable is causing issues. The investigation isolated the failure to the steering relay board and the flex ladder cable, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The steering relay board and the flex ladder cable were replaced to address the condition. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.